Event description:
Pt status post pt specific cranial implant, matrixneuro plates and screws on (B)(6) 2012 returned to surgeon for 1 month f/u. Surgeon determined by clinical examination that pt had developed infection in the skin around the implant. Pt was returned to operating room on (B)(6) 2012 for removal of all implants and hardware, including: 1 sd implant, 8 plates, and 27 screws. The sd implant was reportedly intact, surgeon intends to re-implant sd implant when infection is cleared, along with new plates and screws fixation. Surgeon also noted a free flap procedure will be performed at a later date. This is 17 of 36 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4).